Event description:
Event description cpi received information that this transvenous defibrillation lead had dislodged and upon explant the helix was found to not be extended. Lead was not returned for analysis.